Event description:
It was reported to boston scientific corporation that an hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010.according to the complainant, while performing a cut with the autotome rx sphincerotome the cut wire broke; no part of the cut wire fell into the patient. The procedure was completed with another of the same device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable

Manufacturer narrative:
A visual examination revealed that the working length was twisted and the exposed cut wire with anchor were burnt. It appeared the cut wire had melted/split the extrusion at the distal pierce hole. The melted extrusion, created a tear measuring approximately 6 mm proximally from the distal tip. This tear allowed the cutting wire with the attached anchor to separate from the extrusion through the distal pierce hole. Measuring the length of the anchor notch confirmed it did not meet specification; the missing portion was not returned with the device. The outer diameter (od) of the exposed cut wire was measured and found to be within specification.though the exposed cut wire itself was not broken, the cut wire with the attached anchor, had seperated from the distal tip. Therefore, the condition of the returned incident device is consistent with the complaint that the cut wire was broken. The most probable root cause is likely due to the procedural factors and/or generator settings used during the event. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
Patient identifier, age, date of birth, and weight are unknown. Patient is over 18 years of age. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, while performing a cut with the autotome rx sphincerotome the cut wire broke; no part of the cut wire fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.